Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An ophthalmologist reported that three days following an intraocular lens (iol) implant procedure, a patient developed inflammation and experienced decreased blurry vision with symptom of hyperemia. There was exudate in the anterior chamber and cells. After the inflammation was noted, the patient was treated with steroid eye drops every 10 minutes for an hour at the clinic, then the patient was treated every 30-40 minutes. According to the physician, the seriousness of the event is considered as non-serious. The patient has recovered with persistent condition.